Event description:
It was reported that the patient¿s device ¿maybe worked for a couple of weeks¿ when she got it implanted on 2011-(B)(6) and then it stopped working for the patient. It was noted that now it didn¿t work at all. The reporter noted that ¿the battery switched around so much it hurt¿ and that this had been going on for the last two years. It was noted the patient fell twice, the first time about 4 weeks ago and then again the other day. The reporter noted that when the patient fell, she could ¿feel the wires going down the spine and it felt like the wires moved down her spine.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3708120, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3708120, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).